Event description:
It was reported, the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during and after recharging. It was noted around the pocket, the patient's skin felt "warm and even hot." It was reported later the same day, the patient recently had a revision to address lead/header connection. It was unclear what revisions had been performed. It was also reported, the "temperature gauge" icon was shown while recharging. Recharging was stopped and tried again later. It was reported recharging was required more than expected. It was noted, the patient had had issues with coupling since implant; the patient would either have 8 or 0 efficiency boxes. It was also noted, the patient's ins was deeper on one edge. It was reported, the patient had to "sit with her recharger directly on her skin on her couch with legs out and pressing the antenna head into her skin in order to get coupling." A manufacturer representative attempted a normal recharge with the patient and the skin felt hot to the representative and the patient reported the ins felt hot internally. Impedances were checked and all were "ok except electrode 10 showing open." Contacts 1-2, 5-7, 8-10, and 13-15 were programmed and the patient was getting appropriate stimulation. It was also reported, the ins had felt hot when not recharging twice, most recently the night before the report when the patient was asleep and woke up and the ins was "hot internally for about 15 minutes." The patient waited and the heat went away. It was noted a new recharger would be tried. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead. (B)(4).